Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the leads were connected to the y connector of the device and bipolar pacing between the distal electrodes was attempted, however necessitated a setting of 60 volts, which could not be attained with the device. In was noted that diaphragmatic stimulation occurred when the patient was in a sitting position. The device was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.